Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had a problem alarm power-up test failed code 3 before use. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1- event site address: (B)(6) a supplemental report will be submitted upon completion of our investigation.